Event description:
During an initial programming visit, disconnected electrodes were noted when performing the impedance check on a patient with evoke spinal cord stimulation (scs) system. The evoke scs system was replaced to resolve the reported disconnected electrodes.

Manufacturer narrative:
The explanted evoke scs system was discarded and is not available for analysis. Device logs were provided for (B)(6) 2024 and reviewed. All electrodes were connected and within appropriate impedance range. The cause of the disconnected electrodes could not be confirmed. The evoke scs system surgical guide includes the following: malfunction or failure of other system components, which may result in undesirable changes or loss of stimulation and may require surgery (including revision, explant, and replacement) as a result. The manufacturing records were reviewed, and the product met all requirements for release with no anomalies identified.